Manufacturer narrative:
Iris field service engineer (fse) was at the customer site on (B)(6) 2016. The fse observed that the drain valve (drv) was malfunctioning. He replaced the drv to resolve the reported issues. The system was operational. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported positive control was failing on their iq200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.